Manufacturer narrative:
A specific root cause could not be identified. Review of the calibration and qc data provided showed wide variation in the reagent performance. This was an indication the customer was not vigilant about monitoring the quality control results. Typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer obtained a questionable low test result for one patient sample using the elecsys hcg + beta test system (hcg+b) on the cobas e 411 immunoassay analyzer. It was unknown whether the initial result was released outside of the laboratory. The results are in units of iu/l. The initial result was 3.52 with a data flag. The repeat result on (B)(6) 2017 was 2925. There was no allegation that an adverse event occurred. The hcg+b reagent lot number is 240444; the expiration date was not provided. Calibration and quality controls were acceptable. Investigation activities are ongoing.